Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen was found to be out of calibration. The device has been identified as part of a product recall. This report represents all info known by the reporter upon query by hospital personnel.

Event description:
The customer contact reported during annual preventive maintenance testing at the user facility, the touchscreen could not be calibrated. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.